Manufacturer narrative:
H3: product analysis found no damage or anomalies in the construction of the device that would have resulted in the reported event. The orientation of distal end and murphy eye was correct according to the drawing. The cuff was fully deflated and then inflated with 20cc of air with no difficulty inflating or leakage. This was repeated 5 times, detaching and reattaching the syringe from the inflation assembly each time with no issues or leakage. Even when pressure was applied to the cuff no leak was detected. The cuff is inflated and left inflated in multiple manufacturing steps; the cuff is leak tested with a fixture while submerged in water to detect smaller leaks (looking for bubbles); the cuff is dry tested using a fixture. The manufacturing instructions would have likely detected a defect if it were present at that time. The customer indicate the tube and cuff functioned properly, the tube was extubated due to patient desaturation. Patient desaturation may occur for multiple reasons that are not associated with a device defect. H6: fdm 4118, fdr 3233 and fdc 11 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that before the surgery, the anesthesiologist placed the cannula and found the patient's blood oxygen and other indicators fell linearly, and then the cannula was pulled out to replace with the ordinary cannula, and the patient's blood oxygen recovered. The event did not result in any delay and was completed with backup products. Additional info received from rep stated that patient was monitored intraoperatively with nerve device. The patient's oxygen saturation decreased one minute after intubation and then recovered after extubated. The tube was checked for patency prior to intubating the patient. The tube and cuff functioned properly. Patient was intubated with the tube. Once the tube was placed, the anesthesiologist inflated the cuff properly and established the airway. The system was reset before oxygen decreased, and the patient was reset, and the tube was fixed on the patient. The tube and/or patient was repositioned after the airway was established, the cuff let down/ deflated before repositioning. No malfunction was shown, but the patient's oxygen saturation decreased after use. Because of the drop in oxygen saturation the patient was extubated and oxygen saturation was restored.